Event description:
The device misfired 4 times. The contact stated the doctor tried to fire the first four bands. He heard a click and then the bands slid off the bander and did not capture the varices. Contact states varices were of normal size, a good "red out" and suction were achieved, the bands did not fire prematurely. The doctor did not try to fire the fifth band. An olympus xq140 scope was used. Contact states user of ligator experienced with set up and use. The procedure was completed with another ligator.